Event description:
It was reported that the customer received a power source alert. The customer's blood glucose (bg) level was 100 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 20 december 2022, the distributor reported the additional information: the pump history was checked, and it was determined that the customer received a power source alert while using the tandem-provided usb cable. The pump was in working condition.